Manufacturer narrative:
Additional information was received stating that the equipment ventilation still working and available. There was not a reportable malfunction. This event "was" not reportable.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had no display preventing mechanical ventilation. There was no report of patient involvement.